Event description:
It was reported to philips that the system gave remote alerts indicating there was no point connection to the x-segment controller and low load fluoroscopy was active, which can prevent x-rays. No harm was reported to philips. Philips has started an investigation of this complaint.